Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "error b31" and phenomenon 2 "error e218" we conclude that this event is occurring because the electrical board inside the video connector is malfunctioning. The cause of the electrical board failure could not be determined as no internal water invasion or assembly abnormalities could be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a chipped adhesive on the bending section cover and a discolored control unit. Additionally, the following components were found scratched: control unit, grip, up/down angulation plate, right/left plate, forceps elevator, angulation lever, switch 1, right/left lever, light guide connector, video connector, and the light guide cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed a scope communication error and a scope communication error code while being used with a visera elite video system center. The issue was found during preparation for use prior to an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.